Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention will issue a supplemental report. The instructions for use (IFU) identifies vessel or aneurysm perforation, intracerebral/intracranial hemorrhage and death as potential complications associated with use of the device.

Event description:
The company received a report regarding injury during an in (B)(6) clinical study. The patient had previously suffered a stroke and was enrolled in the clinical study for purposes of experimental mechanical thrombectomy treatment. The experimental mechanical thrombectomy was performed using the sofia 6f and a stent retriever from another manufacturer. The patient experienced a vessel perforation during the thrombectomy procedure. Meningeal hemorrhage occurred and a large right hematoma was later discovered, which was considered the result of the thrombectomy or hemorrhage transformation facilitated by IV thrombolysis. The patient's condition declined during hospitalization and reportedly passed away on (B)(6) 2021. Both the investigator and the sponsor considered the complication to be related to the clinical study. The company is informed that the device remained in the patient and will not be returned.